Event description:
The customer reported the system failed to memorize images. No report of pt injury.

Manufacturer narrative:
The service call was cancelled by the customer. The customer indicated the fault was cleared.